Event description:
The customer indicated that during operation the propaq encore shut down unexpectedly without any visual or audible alerts, the shut down occurred instantaneously. There was no report of any pt harm as a result of the reported event. The customer did not provide any pt info.